Event description:
It was reported to philips that the heartstart mrx defibrillator does not pass the control test. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is based on information provided by a philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator, indicating that the device does not pass the control test. The fse evaluated the device and determined that the therapy pca (printed circuit assembly), multifunction plate/cable connector, and capacitor were defective. As a result, the defective parts were replaced and the device was returned to full functionality. The device remains at the customer site, and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was determined to be due to a defective therapy pca, multifunction plate/cable connector, and capacitor. Further root cause could not be determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The defective parts were replaced to resolve the issue, and the device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.